Manufacturer narrative:
No device associated with this report was received for examination. A worldwide complaint database search found one related report against the provided product/lot combination. Review of the device history records did not reveal any related manufacturing deviations or anomalies. Corrective action was not indicated. Depuy considers the investigation closed at this time. Should the additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Patient was revised to address chronic patella dislocation. The patella was competitor product. Update 10/11/2015- upon matrix follow-up, the rep provided that the patient's insert was overstuffed, causing patella dislocation. The insert has now been reported.